Event description:
It was reported that pump displayed malfunction code with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat malfunction after reset, and was advised to continue using pump and call back if problem recurred.